Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that the uv flash transfer set spike disconnected from the uv twin bag port during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). During the evaluation of the returned sample, the alleged issue could not be duplicated. Visual inspection, leak testing, clamp function testing, and clear-passage testing were performed with no issues noted. The cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.